Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer went to his health care professional due to an infection he got from the sensor. Found that the customer had been using expired sensors. Advised the mother to discard the expired sensors, and only use sensors within the expiration date. Nothing further was reported.